Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress). It was alleged that there was moisture in the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission: 05/09/2017. The device has been returned and evaluated by product analysis on 04/21/2017 with the following findings: there was no evidence of moisture in the cartridge compartment. The pump passed a leak test with no issues. The battery compartment was found to be cracked. The battery cap was damaged and difficult to remove.